Event description:
It was reported that a patient was implanted with a pacemaker and this right atrial (ra) and right ventricular (rv) lead. Overnight, the patient reportedly moved too much and their wound stitches came apart. A surgical procedure was performed to revise the wound, when it was noted that one of the leads was not working well so the lead was replaced. Additionally, the other lead was re-positioned because it had moved. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).